Event description:
Several nurses tried to use the #20 gauge insyte catheters and noted that the catheters were dull and not able to achieve venipuncture. The devices were pulled from inventory due to splitting of the catheters and burrs when withdrawn from the patients. The nurses did not recall specifically which patients were subject to the dull catheter needles, however no harm occurred to patients besides the need for multiple IV attempts. The staff switched to another box of 20g insytes and did not have the reported problem. The box of insyte catheters was sent back to the manufacturer.